Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4),

Event description:
It was reported that a pinhole was noted in the top center of dressing of the hydrocolloid portion on the fourth day of wear. The physical therapist placed a piece of water proof tape over the hole and the dressing remained in place. It was further reported that there was no untoward effect experienced by the patient as a result of this issue.